Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer insulation breached/cut.

Event description:
It was reported during the implant procedure that there was "integrity damage with the slitting sheath." The lead was not implanted. No patient complications have been reported as a result of this event.